Manufacturer narrative:
Visual examination of the returned device noted a longitudinal tear in the ballloon. The cause of the balloon rupture is undetermined; however, it is likely attributable to procedural use (operational context).

Event description:
It was reported to boston scientific corporation that during a procedure (patient gender, age, and weight are unknown) using a cre balloon dilatation catheter, the balloon ruptured at 7 atm. According to the complainant, the device was removed, replaced with another cre balloon dilatation catheter and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."